Manufacturer narrative:
A philips field service engineer (fse) went onsite and was not able to confirm the reported issue. All alarms have been triggered both on the monitor and at the central station. The red alarm for the ibp was not configured on the monitor; instead, a two star yellow alarm was triggered. This was due to the monitor's configuration being set to extreme limits "off". The customer's monitors have been reconfigured in consultation with the physician. The extreme limits for the ibp were activated so a red instead of a yellow alarm would be triggered at certain limits. The system complies with the manufacturer's specifications in the tests performed. There was no product malfunction. The device remains at the customer site, and is ready for clinical use. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no red abp alarm. According to the doctor, the patient deteriorated, because of the missing red ibp alarm, to a state where the patient had to be resuscitated. Resuscitation was successful.